Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle had damaged unit packaging with compromised sterility before use. The following was reported by the initial reporter: "packing was in non-sealed condition".

Manufacturer narrative:
H.6. Investigation: reviewed lot#9283909 DHR and manufacturing records and no abnormality was found. No complaint sample returned, and further investigation can¿t be done. The certain cause cannot be concluded at the moment. H3 other text : see h.10

Event description:
It was reported that an unspecified bd pen needle had damaged unit packaging with compromised sterility before use. The following was reported by the initial reporter: "packing was in non-sealed condition"